Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by in accordance with the following instructions for use: the instruction manual evis lucera gif/cf/pcf type 260 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual evis lucera gif/cf/pcf type 260 series reprocessing manual describes how to prevent for the suggested event in chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope experienced poor water supply. The event occurred during the procedure. The intended therapeutic procedure was completed using a similar device. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was foreign matter found within the nozzle. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
Prior to returning the device, the customer confirmed the following about the reprocessing of the device: the customer cleaned, disinfected, and sterilized the device before sending it to olympus, there was no delay in the start of precleaning, the customer flushed the air/water nozzle with water and air, there was no abnormalities in the accessories used for reprocessing, the customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges, the customer flushed the air/water nozzle with the detergent solution. The device was returned to olympus for evaluation. The customer¿s allegation of air/water flow issues was confirmed. This was due to clogging of foreign matter found within the nozzle. The cause was from insufficient cleaning. Additionally, the following findings were also identified, and are as follows: due to wear of the angle wire, bending angle in the up direction, did not meet the standard value, due to wear of angle wire, the play of the up/down (u/d) knob was out of the standard value, adhesive on bending section cover (a-rubber) had a chip, adhesive on a-rubber had a crack, due to clogging of nozzle, air supply volume did not meet the standard value, adhesive around objective lens was peeled, adhesives around lg lens has white-clouded area, the plastic distal end cover (c-cover) had a burn, the image guide protector had a scratch, the protector of the universal cord on suction connector (s-connector) side has a scratch, paint on air/water (aw)-cylinder was peeled, paint on suction cylinder (s-cylinder) was peeled, universal cord had a wrinkle, the control unit was shaved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.